Event description:
Pt has broken piece on the pump (top part where cartridge goes in - clear plastic and cartridge will not shut properly). Pt was trying to load cartridge, so this did not break while pump in use. Replacement pump shipped out. No ae as a result of pump malfunction using back up pump. No further info known. Dose or amount: 60 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.